Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient was treated with antibiotics for an infection after implant. The patient had a tooth abscess which was not disclosed to the physician prior to the procedure. The patient also mentioned a possible meningitis, but attempts by nevro to obtain a medical assessment and additional information were unsuccessful. A culture was taken and was found to be negative. The physician nevertheless explanted the nevro system due to signs of surgical site irritation. There have been no further reports of complications.